Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent jumping occurred which required additional intervention. The stenosed target lesion was located in the iliac artery. A 12x60x75 stent self expanding was selected for use. During the procedure, it was observed that the stent jumped. The procedure was successfully completed using another unit of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon receipt, the stent was already deployed from the delivery system. A visual and tactile inspection revealed multiple kinks in the inner sheath. No issues were identified with the tip of the device during a visual examination, and no damage or defects were observed on the handle of the device.

Event description:
It was reported that stent jumping occurred which required additional intervention. The stenosed target lesion was located in the iliac artery. A 12x60x75 stent self expanding was selected for use. During the procedure, it was observed that the stent jumped. The procedure was successfully completed using another unit of the same device. There were no patient complications as a result of this event.